Event description:
It was reported by service report that the right foot siderail could not be latched in the upright position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: timing link (damaged, with exposed sharp edges).